Manufacturer narrative:
Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (tvr) procedure. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the landing zone, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post-deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the landing zone, uneven distribution of calcium on the landing zone, bulky or severe calcification, an elliptical annulus shape, and valve under-sizing. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. Edwards extensively trains physicians before they are qualified to use the sapien transcatheter heart valves (all models). The device training manuals instructs the operator on proper imaging screening requirements, including the use of good quality echocardiography and/or computed tomography (CT) to appropriately measure the landing zone, assess the content and distribution of calcium, and other patient anatomical factors. Multiple imaging modalities should be considered during valve size selection. Contraindications, important considerations when assessing the valve, and choosing the proper transcatheter heart valve are also discussed. The device training manuals also instruct the operator on proper positioning and deployment of the valve, including patients screening and procedural considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures are also included. Per the instructions for use (IFU), coronary flow obstruction is a known potential adverse event associated with the transcatheter valve replacement (tvr) procedure. The IFU cautions that safety and effectiveness have not been established for patients with bulky calcified aortic valve leaflets near coronary ostia. In addition, it warns that caution should be exercised in implanting a bioprosthesis in patients with clinically significant coronary artery disease. Coronary obstruction can result in myocardial ischemia or infarction due to obstruction of the coronary blood flow and may require intervention (e.g., percutaneous coronary intervention). Multiple patient factors could put the patient at risk for coronary flow obstruction during the tvr procedure, including significant underlying coronary artery disease and bulky calcification of the native leaflets and root. Displacement of calcium deposits with embolization of debris into one or more of the coronary arteries, and/or an aortic dissection with continuity of the rupture into the intima of one of the coronary ostia, can result to a coronary obstruction. Additionally, minimal distance between the native annulus and the coronary ostia, bulky calcification, long native leaflets, and obliterated coronary sinuses. Procedural factors such as torn native leaflet during balloon valvuloplasty, plaque shift, significant valve over sizing, and valve malposition could also contribute to this complication. The device training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valves (all models). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. The physician is instructed to evaluate this risk early in the patient screening process in all patients. The following factors should be considered: degree of calcification on leaflets, landing zone to coronary ostia distance, length of the native valve leaflet, width of the valsalva sinuses, movement of the leaflets during balloon valvuloplasty (bv), patency of coronaries during bv, and expanded height of the intended valve. Assessment for coronary compression risk prior to implantation is recommended for valves implanted in pulmonary position. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate patient complex anatomy, characterized by small coronary sinuses and low coronary take-off may have caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by our affiliates in australia, it was a case of an implant of a 23mm sapien 3 ultra resilia valve within a 25mm non-edwards surgical valve, in aortic position by transfemoral approach. A pre-procedural CT review was done, and low coronary take-offs were noted. To mitigate the risk of sinus sequestration, the team opted to use a smaller valve. During the procedure, the valve was implanted in the intended position. However, the valve canting post-deployment differed from the simulated positioning observed during pre-procedural planning. As a result, moderate paravalvular leak was noted and the right coronary artery was not perfused following deployment. The patient was promptly transferred to the surgical room, where right coronary artery grafting and surgical aortic valve replacement (avr) were successfully performed. The patient was alive at the end of the procedure. As per medical opinion, the perceived root cause of the event was patient complex anatomy, characterized by small coronary sinuses and low coronary take-off. Although the implanter had simulated the valve position prior to deployment, the true deployment did not match and caused the valve to cant towards the right coronary sinus, which caused the sinus to be completely effaced.